Manufacturer narrative:
Product complaint # (B)(4). This medwatch report is in response to receipt of a voluntary medwatch report #mw5085446. As no contact information is available for the initial reporter, no further information may be obtained. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2019 and suture was used. When provider was suturing the patient¿s incision and released needle from strand the tip of the needle remained in the needle holder and the rest of the needle fell to the floor. Flat plate was taken to show nothing was remaining in the surgical incision. The two pieces of the broken needle were recovered and sent with an intact needle to be sent to further evaluate. Per clinical leader, possible user error. No harm to patient¿. No further information may be obtained. No harm to patient.